Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2014 and mesh was implanted. The patient developed symptoms of a recurrent hernia on (B)(6) 2014. The patient¿s symptoms were a visible protrusion of the hernia sack without pain and underwent a reoperation. During the reoperation, the hernia recurrence was found below the old cicatrix and above the umbilicus. There was a hematoma and an intestinal loop. The surgeon found that the implanted mesh was damaged with holes in different positions. Another like device was used to complete the reoperation. The surgeon opines that the weakness of the mesh contributed to the hernia recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.